Event description:
This is a spontaneous case report received from a physician in united states on 25-aug-2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for sterilization. On (B)(6) 2014 the patient went to physician's office with pain/continued pain. An ultrasound was done that day and the essure was in the right place. The pain continued so the essure was removed on (B)(6) 2014. A bilateral tubal ligation was done. The patient had recovered. Ptc investigation result was received on 02-sep-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported adverse event is a known, possible, undesirable event and not indicative of a quality defect per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on the limited available information. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pain/continued pain. This event was considered serious due to medical importance and it is listed for essure according to the reference safety information. This case was regarded as incident since intervention was required (patient had essure surgically removed and tubal ligation was performed). In this particular case, it was reported that the patient went to physician's office with pain/continued pain. An ultrasound was performed and the result showed essure in the right place. The pain continued so the patient was taken to the operating room and the essure was removed. A bilateral tubal ligation was done. Based on the information received, a causal relationship between the reported event and the suspect insert cannot be excluded. A product technical analysis was performed and since no product was returned it was not possible to perform an investigation of the actual device involved in this complaint. Since no valid lot number was reported, it was not possible to conduct a review of the manufacturing batch record. Therefore, it was not possible to confirm any quality defect or device malfunction at this time. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on the limited available information. Follow-up information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 25-mar-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain/continued pain. This event was considered serious due to medical importance and it is listed for essure according to the reference safety information. In this particular case, it was reported that the patient went to physician's office with pain/continued pain. An ultrasound was performed and the result showed essure in the right place. The pain continued so the patient was taken to the operating room and the essure was removed. A bilateral tubal ligation was done. Based on the information received, a causal relationship between the reported event and the suspect insert cannot be excluded. This case was regarded as incident since intervention was required (patient had essure surgically removed and tubal ligation was performed). A product technical analysis was performed and since no product was returned it was not possible to perform an investigation of the actual device involved in this complaint. Since no valid lot number was reported, it was not possible to conduct a review of the manufacturing batch record. Therefore, it was not possible to confirm any quality defect or device malfunction at this time. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on the limited available information. Further information could not be obtained.